Event description:
The micro drill medium straight attachment was sent for evaluation because it allegedly overheated during a procedure, and a readily available replacement device was used to complete the procedure. There was pt involvement. However, no delay or serious injury was reported.